Event description:
It was reported that the subject programmer was frozen three times during a patient follow up.

Manufacturer narrative:
Preliminary analysis showed: the reported event could not be reproduced during analysis; the bios (basic input output system) was not updated; the keyboard was not so functional (keys with many repetitions).

Event description:
It was reported that the subject programmer was frozen three times during a patient follow up.

Event description:
It was reported that the subject programmer was frozen three times during a patient follow up.